Manufacturer narrative:
E1: name: tandem. Country: united states of america. Street: 11045 roselle street suite 200. City: san diego. State: california. Zip code: 92121. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site:3003442380.

Event description:
It was reported that the patient experienced hyperglycemia with positive ketones requiring an emergency room visit and treatment with IV saline fluids and insulin, which was attributed to a bent infusion set cannula on (B)(6) 2026.